Event description:
It was reported that the right atrial (ra) lead pace impedance was greater than 3,000 ohms. Signal noise had historically been present and the pacemaker and blanking and sensitivity were programmed appropriately to avoid atrial oversensing; however, the noise was too significant to entirely program around. Recent provocative maneuvers were performed and ra noise was produced with minimal effort. The pacemaker was again reprogrammed to ventricular pace/sense only to avoid depleting the battery with atrial oversensing. X-ray revealed suspected sub-clavicular crush. It was noted that the ra lead showed signs of fracture early on following implant, but due to the covid pandemic, the patient was not brought in for a lead revision. The patient was currently asymptomatic and it was planned to follow-up in six months. The ra lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead pace impedance was greater than 3,000 ohms. Signal noise had historically been present and the pacemaker and blanking and sensitivity were programmed appropriately to avoid atrial oversensing; however, the noise was too significant to entirely program around. Recent provocative maneuvers were performed and ra noise was produced with minimal effort. The pacemaker was again reprogrammed to ventricular pace/sense only to avoid depleting the battery with atrial oversensing. X-ray revealed suspected sub-clavicular crush. It was noted that the ra lead showed signs of fracture early on following implant, but due to the covid pandemic, the patient was not brought in for a lead revision. The patient was currently asymptomatic and it was planned to follow-up in six months. The ra lead remains implanted and no adverse patient effects were reported.